Event description:
In 2009, a competitor customer service representative reported the patient had called in and reported elevated blood glucose readings. The patient then called and stated that for the past month, she has had erratic blood glucose readings. She has had elevated blood glucose readings in the 300's and 400's mg/dl and low readings in the 40's and 50's mg/dl. Her target blood glucose is 115 mg/dl. She said her low readings usually occur after she has bolused and exercised, but before having a meal. She said she changed her insulin infusion device battery over the weekend, but before that had not changed it for 2 months. She was advised to change the battery every 4 weeks. She stated that in february, she had a stint put in and has lost 15 pounds since that time. She has also started a new therapy. She stated she has been working with her trainer. On follow up with the patient, she stated the issue has been resolved during a meeting with her trainer. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.